Event description:
On 07/16/2015 the reporter contact animas alleging the patient¿s blood glucose was 36 mg/dl with unsteadiness when standing and walking. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported that the pump frequently alarmed for an occlusion issue. This complaint is being reported because the reported serious health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016-product analysis: the device was returned and evaluated by product analysis on 01/06/2016 with the following findings: investigation could not duplicate the complaint. Review of the pump¿s black box revealed multiple occlusion alarms. The pump¿s total daily dose was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.